Event description:
It was reported that the renasys touch pump is not charging. No patient harm was reported.

Manufacturer narrative:
Our investigation into the complaint has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported issue was confirmed during the performance and safety tests as the device failed to charge when it arrived at the complaints lab. Inspection of the device found the cause of this to be the internal power cable which was loose. Further issues found with the device included a damaged 3g board and broken rear case. Following the complaint investigation the device was repaired and tested before being returned to the customer.